Event description:
Information received indicates the brake is not holding well and the casters are ratcheting when in brake.

Manufacturer narrative:
The technician replaced two brake casters to repair the stretcher.